Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00495. The customer is using one unit and sharing between two operating rooms (o/r). Per the biomed: they have no knowledge of patient infection that may be associated with the cooler heater unit, they defrost the ice block daily, their maintenance process for the unit is performed in-house on six month preventive maintenance (pm) and the water was not cloudy or discolored. Per phone conversation with biomed on 08-jul-2016 they could not duplicate the overtemp issue. They are only using this as a back-up unit at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "temp > 42c alarm" error message on the cooler heater unit. The user facility's biomedical engineer (biomed) also observed the unit leaking (emdr #1828100-2016-00495). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) could not verify the over temp alarm. The cooler heater did give an over temp alarm when it overshot during rewarm, but returned to 42 degrees and stayed there with no alarms, which is normal operation. The fsr cleaned the internal inline filter, checked calibrations and operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.